Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent minimally invasive surgery - transforaminal lumbar interbody fusion (mis-tlif) due to unknown reason. Intra-op, elevate cage broke during implantation. Patient complications were unknown reported in this event.